Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the atraumatic tip of a 6f-7f mynxgrip vascular closure device (vcd) does not enter in the sheath. No patient injury was reported.

Manufacturer narrative:
As reported, the atraumatic tip of a 6f-7f mynxgrip vascular closure device (vcd) does not enter in the sheath. No patient injury was reported. Multiple attempts were made without success to obtain additional information. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle with stopcock open. The sealant and advancer tube were in manufactured position as received. The syringe was received separated from the device. The procedure sheath that was involved in the reported complaint was not returned with the device. No other visual damages or anomalies in the atraumatic tip of the returned device were observed. Without the return of the procedural sheath, a physical evaluation to determine whether there was damage to the procedure sheath that could have contributed to the reported complaint could not be made. An applicable lab procedure sheath was used to perform the insertion/withdrawal test on the returned device, and the device was able to be inserted through the lab procedure sheath without issue during the investigation. A device history record (DHR) review of lot f1809505 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported ¿catheter inability to advance in sheath¿ was not confirmed through analysis of the returned device since the procedural sheath was not returned, and there was no resistance felt during advancement in the lab sample sheath. The root cause of the issue reported by the customer could not be conclusively determined during analysis. Based on the limited information available for review and the product analysis, the cause of the reported event may have been attributed to the condition of the patient¿s vessel (although not provided) or the condition of the sheath since the mynxgrip device was able to be inserted into a lab sample sheath with no resistance. A tortuous access vessel may cause difficulty for the catheter tip to make the "turn" into the vessel/sheath. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, it is stated that the safety and effectiveness of mynxgrip have not been established in the patients with clinically significant peripheral vascular disease in the vicinity of the puncture. Additionally, the IFU instructs the user to flush the procedural sheath with sterile heparinized saline. After deflating the balloon during prep of the device, insert mynxgrip into the procedural sheath up to the white shaft marker. The returned device performed as intended per the mynxgrip IFU. Neither the DHR review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.